Manufacturer narrative:
The insulin pump passed displacement and basic occlusion tests. Analysis was unable to prime during prime alarm tests due to moisture noted in force sensor resistor. The insulin pump passed basic occlusion and displacement test. No motor error alarms noted during testing. The insulin pump had cracked reservoir tube lip, cracked battery tube threads and scratched display window noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.